Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Unable to confirm missing segments/partial display due to blank display. Unit also received with cracked and bleeding lcd glass, broken belt clip rail, cracked retainer and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level 40 mg/dl as well as screen was flashing white. Customer¿s current blood glucose level was 300 mg/dl. Customer was treated with apple juice for low blood glucose. The customer was assisted with troubleshoot. Customer states that no report of pump screen flashing when screen was turned on after being in sleep mode. Customer experienced low blood glucose level of 79 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will be return for analysis.